Event description:
It is reported that a customer was hospitalized. There was no information about the hospitalization. The customer's blood glucose level was 216 mg/dl. The customer stated that they had issues with receiving lost sensor alerts from their insulin pump. The customer was assisted with trouble shooting the sensor. The customer was educated with the proper insertion method with the sensor. The customer's insulin pump works as designed. The customer will call back if they have any further issues with the sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.